Event description:
Patient was revised for the purpose of a synovectomy and poly exchange. Osteolysis was also found.

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.